Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity errors occurred in address 00 eb on (B)(6) 2016 and address 0e 65 on (B)(6) 2016. Power on reset severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received radiation therapy and had an magnetic resonance imaging (MRI). The implantable pulse generator (ipg) device experienced a power on reset (por) that erased the serial number and patient information from the device. The reset was cleared and the original parameters were restored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.